Manufacturer narrative:
While no product was returned for eval, the product complaint database was searched. There were no complaints of any nature filed in 2006 year to date for this product. The extreme prematurity of the infant would account for extremely fragile skin. The placement of the premie under the bili-lights may have caused the conductive adhesive gel to become warm and increased the adhesion level. The directions for use (copy attached as page 3 of 3) state that this is a repositionable ECG electrode. The tact level of the adhesive conductive gel can be adjusted by using a few drops of water. It also states that the electode should be removed by "lifting the corner and gently peeling bac. A few drops of water may be used to facilitate removal..." We feel that if they had used this technique, the damage to the premie's skin may have been avoided. We consider this complaint closed as without the actual device, no investigation may be conducted.

Event description:
It was reported that, "EKG electrode caused skin tear on baby's left back and smaller tear on left foot."